Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a cause for the foreign objects found in the air and water tube, the jet tube, and inside the control unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician identified foreign objects in the air and water tube, the jet tube, and inside the control unit. There was no patient involvement.